Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that during a regular pacemaker follow-up on 15-sep-2016, upon interrogation of the device, the parameters were found to be different from those programmed at the previous follow-up. Previously programmed parameters: vdd mode, basic rate at 50 min-1; currently programmed parameters: ddd mode, basic rate at 60 min-1 (shipped values). The subject pacemaker was suspected to be reset due to the electromagnetic interference. According to the patient, there was nothing to cause the electromagnetic interference since the previous follow-up. The pacemaker was then reprogrammed to the original parameters and the regular follow-up was completed.

Event description:
It was reported that during a regular pacemaker follow-up on (B)(6) 2016, upon interrogation of the device, the parameters were found to be different from those programmed at the previous follow-up. Previously programmed parameters: vdd mode, basic rate at 50 min-1; currently programmed parameters: ddd mode, basic rate at 60 min-1 (shipped values). The subject pacemaker was suspected to be reset due to the electromagnetic interference. According to the patient, there was nothing to cause the electromagnetic interference since the previous follow-up. The pacemaker was then reprogrammed to the original parameters and the regular follow-up was completed.